Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: as the device was pulled through the port a piece of the plastic fell into the patient and was removed. The device will be returned and there was no further report of product issue or patient injury.